Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead experienced phrenic nerve stimulation after initial implantation due to lead positioning. The lv lead was then turned off. However, this lv lead was explanted and replaced a day after. No additional adverse patient effects were reported.